Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary according to the information provided, it was reported by the sales rep via phone that before a knee scope procedure the vapr 3 footswitch plug in was broken. The complaint device was received and evaluated. Visual inspection confirms that the plug connector of the cord was found broken. The functional test cannot be performed, due to the damages in the plug connector. The customer complaint can be confirmed. The possible root cause for the reported failure can be attributed to rough handling of the device . However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device [0709092] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device [0709092] number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that before a knee scope procedure the vapr 3 footswitch plug in was broken. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available for evaluation.